Event description:
It was reported the pt stopped feeling restriction and underwent several saline fills without success.

Manufacturer narrative:
Taper unk. The rptr of the complaint has not returned the product for analysis as well as indicate the product serial number, the date of the event, and the implant. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional info has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."